Event description:
It was reported that 3 bd plastipak¿ syringe experienced syringe pump alarms during use of syringe. This is 2 of 2 related events. The following information was provided by the initial reporter: 2. It is covered when passing medication. Case 2: (B)(4) we started with total intravenous anesthesia and the propofol infusion pump marked occlusion. I changed the pump syringe 3 times and it marked the same until I asked for syringes from the nursing team, I put it in the same pump and it no longer shows occlusion, I suspect it is the syringe with propofol because the other drugs infuse well.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2017 was used based on age of patient. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 bd plastipak¿ syringe experienced syringe pump alarms during use of syringe. This is 2 of 2 related events. The following information was provided by the initial reporter: 2. It is covered when passing medication case 2: tv-110523-52 we started with total intravenous anesthesia and the propofol infusion pump marked occlusion. I changed the pump syringe 3 times and it marked the same until I asked for syringes from the nursing team, I put it in the same pump and it no longer shows occlusion, I suspect it is the syringe with propofol because the other drugs infuse well.